Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) received test results confirming the contamination with mycobacterium chimaera. Through follow up communication with the customer livanova (B)(4) learned that the device was cleaned according the instruction for use and placed outside of the operation room. Further the customer reported that the device was already taken out of service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that water samples from a heater-cooler system 3t were found to be contaminated with mycobacterium chimaera. There is no known patient involvement.